Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system one simulator and a central control monitor. The pst attached the oxygen and air at 50 pound per square inch (psi), entered a perfusion screen on the ccm and waited for the 15 minute oxygen (o2) sensor warm-up period. After the warm-up period, calibration of the epgs was initiated and passed. The pst observed no ¿knob adjust only¿ failures that occurred during laboratory testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported issue. The device operated to the manufacturer's specifications. Per data log analysis, on 12-apr-2017, calibration is attempted at 05:29:18 am. Calibration fails the "blender mechanical range" test immediately. This will cause the gas system to be "knob adjust only" as reported. To correct, calibration should be performed again, which is what happens at 05:39:36 am. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a message "gas system: knob adjust only" was displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.